Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient found it difficult to establish communication between her ipg and programmer. The sjm representative met with the patient and confirmed the issue. In addition, reprogramming was unable to resolve the issue. It was also noted the patient has fallen on multiple occasions. Subsequently, the patient will undergo surgical intervention as the next course of action.